Event description:
A customer contacted beckman coulter inc., (bci) stating that the coulter lh 750 analyzer failed to provide instrument differential flags on a sample that was found to have blasts by manual review. The manual differential indicated 11% myeloblasts which the lab considered the correct results. The erroneous results were not reported out of the lab. No death or injury been reported and patient treatment was not affected by this event.

Manufacturer narrative:
The sample was collected in 3ml vacutainer edta, stored at room temperature and processed within 1 hour of collection. Controls are run once per day and were within assay limits pre and post the event. A bci field service engineer (fse) was not dispatched for this event. Raw data was analyzed and showed 11% blast according to manual reference. Root cause for this event is the abnormality of the pattern is not significant for the algorithm to set a blast flag.